Event description:
It was reported to philips that the co2 port is pushed in on the mrx device. The field service engineer evaluated the device and confirmed that the port was pushed in on the rear case. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.